Event description:
During a cataract extraction procedure the clinic reported a posterior capsular tear in the operative eye. The clinic indicated the irrigation flow from the vitrectomy handpiece was poor; consequently the chamber became shallow. The posterior capsule required the incision to be enlarged and a vitrectomy was performed.

Manufacturer narrative:
In initial report, the category for outcomes attributed to adverse event was not completed as the selection should have been required intervention to prevent permanent impairment/damage. This follow up has selection checked. Correction: in initial report, date received by manufacturer was not provided. It should have indicated 6/11/2014 correction: in follow-up 1, date received by manufacturer was not provided. It should have indicated 8/27/2014 all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Through follow up, the clinic indicated the surgeon did not believe the reported event was caused by the amo equipment and believed the surgeon settings required adjustment to control the flow of modes when in use. An amo phaco specialist visited the site and modified surgeon settings including vitrectomy mode. In addition, the customer indicated the clinic's biomedical department checked and tested the unit and found no issues. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.